Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The air dermatome was manufactured on august 4, 2015, and is over 1 year old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed minor cosmetic damage to the head and neck of the hand piece including scuffs. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The width plates all appeared to be in good condition. The device was tested under the stroboscope it (B)(4) with the qa test hose and the motor operated within motor speed specifications. The customer hose was equipped with a fixture that did not allow testing with our in house equipment. The calibration was out of specifications at the zero thickness setting. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. The service technician noted that the thickness lever torque was below specifications which could have caused movement while taking the graft. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the repair the service technician noted that the thickness lever torque was below specifications which may have caused movement while taking the graft. While during the repair the service technician noted that the thickness lever torque was below specifications which may have caused movement while taking the graft, it is unknown with the information that was provided how the lever became loose. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the air dermatome cuts very thin slices. The skin slices depth/thickness is not accurate. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.